Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl, and the cgm did not read ¿high.¿ technical support instructed the customer to follow several steps to address the issue, including disconnecting and adjusting tubing and delivering bolus doses. The customer replaced necessary supplies and was able to successfully deliver a bolus, resuming insulin therapy thereafter.